Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the patient had back surgery in (B)(6) 2015 and had the device shut off since the surgery. The health care provider (hcp) turned the implant back on, but the patient was having trouble with one of their legs and wanted to make sure it was shut off again. The patient turned it on earlier and the nerve started to inflame and it was irritating. The patient turned it on again after back surgery and it seemed to irritate their back. The back surgery was unrelated to the patient's device or therapy. The patient turned it back off as they were told to in order to get the nerves less inflamed. The patient went to the hcp and they turned stimulation off. The patient fell on (B)(6) 2015 and cracked their tail bone in 2 places and was in rehab. The pain in the leg started in the hospital when the patient's stimulation was off in (B)(6) 2015. The patient had leg pain and their pain medications didn't help. The stimulation was off when the patient had the leg pain. Every time the patient turned it on their leg hurt. The hcp told the patient there was a fray at the end of the third lead when they set their stimulation on (B)(6) 2015. The patient had trouble shutting the implant off once before and was not sure if they were doing it right. The patient confirmed the implant was off. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.